Event description:
The patient reportedly experienced sound quality problems, followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear stimulator.